Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the rectum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noticed that the cutting wire was broken at the distal tip. Reportedly, there was no damage noted to the device packaging. The procedure was completed with a second jagtome rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.